Event description:
It was reported that during implant attempt, on the very first attempt the physician got good placement with good numbers. Upon removal of the introducer, the atrial lead dislodged. The physician had a very difficult time trying to reposition the lead due to a very tight space between the atrial and rv (right ventricular) leads. After numerous attempts the lead was over torqued and had to be removed. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).